Event description:
Caller alleged imprecision with the inratio meter. On (B)(6) 2010, caller reports, new strips are working perfectly and his current reading is 2.0 inr.

Manufacturer narrative:
Investigation pending.